Manufacturer narrative:
Investigation, including root cause analysis, is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available. The device history records (DHR) for the device was reviewed. The associated device was released based on company acceptance criteria. (B)(4).

Event description:
A doctor reported incomplete side cuts on the left eye during lasik corneal flap creation. Reporter indicated no harm to patient and the only clinical issue is an irregular lower edge. Upon follow up the doctor completed the flap with a hand held scalpel and lifted. He inserted a bandage contact lens afterwards which he removed on one day post op. The patient has healed and has no complications.

Manufacturer narrative:
During a onsite visit the field service engineer (fse) was not able to duplicate the customer reported issue. Fse cleaned lens, tested system for a full day and successfully completed system verification to specification. The root cause could not be identified conclusively. (B)(4).